Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium gauge not working correctly.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) helium gauge not working correctly. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6, h11. Corrected fields: d9 return to manufacture date), h6 (component code).

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the helium tank was empty. The helium tank was replaced (issued by the customer). The helium gauge then registered full. Further testing revealed that the leak test was failing. There was a slow, stable leak. The fse replaced the high-pressure helium regulator and the o-ring. The unit continued to leak. The fse removed the replaced high pressure helium regulator. The fse replaced the helium tubing assembly, the multiple helium tubing assembly, and the quick disconnect valve. The fse found that the touchscreen was intermittent and would not allow buttons to be initiated when pressed. The fse replaced and calibrated the touchscreen. Safety, calibration, and functionality checks were performed to factory specifications. The iabp was released to the customer and cleared for use. The failure analysis and testing dept. Received the following parts associated with this complaint: with a reported failure of a helium leak and the touchscreen unresponsive. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number revision r. Had a helium leak that failed to meet factory specifications. The rest of the parts tested good. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. As. The most probable root cause for the quick disconnect valve is excessive stress or fatigue.

Event description:
N/a.